Event description:
A pipeline was returned without allegation.

Manufacturer narrative:
G4: PMA code missing as device information is unknown. H3: product analysis, as found condition: the pipeline pushwire was returned for analysis within a shipping box; and within plastic bio-pouch. The pipeline braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The pipeline pushwire was found to be detached at distal hypotube and the remaining segments were not returned for analysis. Therefore, any contributing factors could not be assessed. No other anomalies were observed. Testing/analysis: n/a, conclusion: there is no complaint against the pipeline device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.